Event description:
It was reported that a malfunction occurred on the pump after it was dropped by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by issuing instructions for resetting the pump, but the malfunction recurred afterward. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.